Event description:
It was reported via repair work order that the cot allegedly dropped 16 inches with a patient on it due to being adjusted higher than the safety hook. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.